Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when using the device for dissecting during a laparoscopic totally extraperitoneal inguinal hernia, the device¿s obturator broke. Another device was used to complete the case. There was no patient injury.